Event description:
It was reported to medtronic minimed that the customer found pump was exposed to moisture and fluid was present in pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and also found the insulin pump did not pass self-test. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. Mmt-1885 will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08540 inches. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found evidence of moisture damage on the [pcba 1, pcba 2, and on the motor home switch]. The sc1 cap and reservoir locked properly into reservoir compartment during testing. Pump received with scratched case, cracked keypad overlay, and corroded battery tube. No device problem found during full functional testing. Device test failed not confirmed. However, moisture exposure confirmed on the [pcba 1, pcba 2, and on the motor home switch]. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.